Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No air bubble anomaly noted during the occlusion test. All buttons function properly. No damage noted on keypad traces. Inspected the j2 keypad flex connector on lcd/b which was locked. The device had minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube.

Event description:
Customer's wife reported that the customer had been hospitalized with a high blood glucose over 600 mg/dl. Customer had also been hospitalized the day prior for high blood glucose. Customer was treated with an IV drip. Customer was wearing the insulin pump during both visits. She also reported bubbles in the reservoir. Customer experienced symptoms of sweating, vomiting, no appetite, and difficulty breathing. Customer had diabetic ketoacidosis while at the hospital. She reported that after a battery change, the buttons became unresponsive. Nothing further was reported.